Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a lap chole, the balloon would not blow up. Current patient status: no issue with the patient. Another of the device was opened to complete the case. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).